Manufacturer narrative:
Additional information was received on 09/01/2013 stating that the large aneurysm measured 20.93mm x 23.62mm in size and was located in the cavernous segment of the left ica (internal carotid artery). (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from the (B)(4) clinical study. It was reported that a patient underwent pipeline embolization treatment on 07/09/2013 in which a pipeline was placed at the c2 segment. A second pipeline was implanted telescoping the first pipeline in order to cover the full length of the aneurysm neck; however, it required angioplasty with a hyperform balloon to achieve full wall apposition (an option presented in the instructions for use, u.s.). No injury was reported with the patient as a result of the procedure.